Event description:
It was reported that there was a vibratory alert for atrial lead impedance out of range. The patient came to clinic for checkup and only one measurement was out of range. The measurement was unable to be reproduced and all other diagnostics were stable. The patient notifier was reset.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.